Manufacturer narrative:
D10: device available for eval: yes d10: returned to manufacturer on: 23-oct-2023 h6. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
Report 2 of 5 it was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. There was no patient impact. The following information was provided by the initial reporter: customer stated they have citrate tubes that are all overfilling. Therefore they have had to do redraws on many patients.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 5. It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. There was no patient impact. The following information was provided by the initial reporter: customer stated they have citrate tubes that are all overfilling. Therefore they have had to do redraws on many patients.